Manufacturer narrative:
Concomitant medical product: model: 693565, lead; implanted: (B)(6) 2014, model: ddmb1d1, ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients defibrillation sub-q coil lead, which is connected to the superior vena cava (svc) port of the implantable cardioverter defibrillator (ICD), exhibited chronic high impedance which can be indicative of a lead fracture. Follow-up was completed and it was verified that the physician tested the lead and chose to continue using the lead and no programming changes have been completed at this time. No patient complications have been reported as a result of this event.